Event description:
It was reported that during a lobectomy procedure, the device was used to separate the lung and although the staples were fully formed at the sample, there were no staples formed at the central part. Additional suturing was performed and there was no problem with the second firing. The doctor confirmed the first cartridge had the remained unformed staples in the staple pocket at two lines of one side. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.